Manufacturer narrative:
\Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a 19.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2018. The lens was later explanted on (B)(6) 2018, due to a high level of astigmatism. The replacement lens was a zxt300 +20.0 diopter intraocular lens. It was confirmed that there was no capsule tear incident, no incision enlargement made, no sutures were used and no vitrectomy was performed. Reportedly, there was no patient post-op injury and the patient outcome when discharged was good. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.